Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that 184 days following placement of a biliary wallstent the stent migrated. The pt presented with a biliary stricture (neoplasia) and a covered biliary wallstent was placed to manage the stricture. During the scheduled stricture revision 184 days post implant, the physician noted that the wallstent had migrated from the distal common bile duct to the duodenum. There was also ingrowth of polypoid tissue within the distal end of the wallstent. The wallstent was removed with rat tooth forceps and a second covered stent was placed. A balloon sweep extraction of stones was also performed. The event was reported to be resolved with removal of the wallstent. The investigator assessed the event as serious, mild in severity, and definitely related to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.